Manufacturer narrative:
The customer did not return sample or product. It is not possible to rule out the sample as a cause of the event.

Event description:
Customer reported unexpected negative reactions on the galileo using capture-r ready-screen; an anti-k was not identified. The antibody was detected using alternate testing methods.